Event description:
It was reported that the pt is experiencing pain and soreness in his muscles. Pt has an appointment with his surgeon next week and they will be scheduling some tests.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the device implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.